Event description:
Customer through nurse has reported that hammer has broken during the surgery and they proceeded the surgery by using other equipment available. There were no adverse consequences to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fractured threads involving on a kool grip mallet was reported. The event was confirmed. Visual inspection of the returned component confirmed the fractured thread. Material analysis concluded; the threaded portion of the mallet end of the kool grip mallet broke from overload conditions. Most of the fracture surface was characterized by a rapid overload fracture appearance. Final fracture occurred from an overload condition in a ductile manner. This device was supplied with two plastic heads. The most probable cause for the fracture of the threaded portion of the kool grip mallet was that the vitallium® head was not fully seated. Examination of the threads of the broken threaded boss from the hammer confirmed that the vitallium® head was not fully seated during use. It was not possible to know if the head backed out during use or if it was not fully seated prior to use. No material or manufacturing defects were observed during this analysis. DHR review was satisfactory. Chr review confirmed that there were no similar events for the reported lot. Material analysis concluded that the threaded portion of the mallet broke from overload conditions with the most probable cause was that the metal head was not fully seated. It was not possible to know if the head backed out during use or if it was not fully seated prior to use. No material or manufacturing defects were observed during this analysis.

Event description:
Customer through nurse has reported that hammer has broken during the surgery and they proceeded the surgery by using other equipment available. There were no adverse consequences to the patient.